Event description:
It was reported by the affiliate that during a laparoscopic sigma procedure, the hand activation did not function during surgery. No further info is available. Another device was used to complete the procedure. There were no adverse consequences for the pt. One device will be returning. (B) (4).

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.